Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the procedure was completed by using wired footswitch. A philips remote service engineer (rse) inspected the system remotely and identified that pedal was not properly connected to the charger. After connecting the charger correctly, the wireless footswitch started charging and was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 /medical device correction z-0476-2022 but it is related to wireless foot pedal not being properly connected to the charger. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the wireless footswitch had a connection issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.